Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer was able to resume insulin delivery without further alarms. The customer did not change out any of the supplies on the pump. There was no impact to the customer&#38112;blood glucose level. Tandem technical support had the customer perform a system check and the pump was found to be functioning as expected. There was no damage noted to the cannula. A review of the pump t:connect data confirmed that the customer resumed insulin after the alarm and that the majority of the occlusions occurred during basal delivery.